Event description:
A customer reported elevated troponin 1 results on poin qc and patient samples on the eci analyzer. The biased results were not reported to the physician. Falsely elevated results may lead to inappropriate physician action. There was no report of patient harm as the result of this event.